Event description:
On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2010, CT scan revealed type ii endoleak. At this time, the aneurysmal sac measured 4.8 cm. On (B)(6) 2011, CT scan demonstrated same type ii endoleak with aneurysm measuring 5.5 cm. On (B)(6) 2011, the pt underwent coil embolization of the inferior mesenteric artery and lumbar arteries. However, the endoleak would not resolve, and the aneurysmal sac continued to increase in size. On (B)(6) 2012, fluoroscopic imaging revealed a persistent type ii endoleak with aneurysm measuring 5.9 cm. The origin of the persistent endoleak is unk. The physician will take a wait-and-watch approach, and re-evaluate the pt in (B)(6) 2012.

Manufacturer narrative:
Add'l excluder devices included in this report: pxc181000/7257993 and pxc161400/7010852. A review of the mfg records for the devices verified that the lots met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.